Manufacturer narrative:
As reported in a research article, a amplatzer septal occluder was explanted after pericardial effusion was discovered one month after device implant and where per-perforation erosion had occurred. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "an asymptomatic child of pre-perforation erosion after transcatheter closure of atrial septal defect", was reviewed. This research article presents a case study on a (B)(6) male who underwent transcatheter closure of a secundum atrial septal defect (asd) with a 15mm amplatzer septal occluder. Post-procedure echocardiography revealed a well-positioned device without pericardial effusion and the patient was extubated 2 days after admission. At the patient¿s 1 month follow-up visit, echocardiography showed correct device position without residual shunt and pericardial effusion. After one month, echocardiography showed a small amount of pericardial effusion. It was proved to be hemopericardium after the puncture examination under the guidance of ultrasound. The patient underwent surgery to explant the device. During the procedure there was a thrombosis attached to the anterior wall and root of the aorta. The thrombus was removed from the patient and the slits on the aortic root and atrium were repaired. Upon device removal, it was noted that endothelialization of the occluder was good without thrombus formation. The asd was repaired with a polyester patch. The patient was discharged in good condition. No recurrence of pericardial effusion was found during a period of twelve-month follow-up. The article concluded that an absent aortic rim may be a higher risk factor for erosion than oversized device for a child, and it is wise to choose a relatively small occluder or change to surgery. This may be helpful for preventing and treating serious complications caused by erosion of the occluder.